Manufacturer narrative:
This report is updating the originally submitted MDR per the attached user medwatch report, which was received by zoll on 4/3/97. Also, section "f4" in the original submission was filled out incorrectly and has been corrected.

Event description:
The complainant alleged that they were attempting to cardiovert a 74 y/o male pt. They charged the device to 300 joules and the device discharged, but there was no pt movement. A second attempt was made to shock the pt at 300 joules, and again the device discharged, but there was no pt movement. The unit displayed a 200 joule reading on the monitor screen after each discharge. The staff was able to obtain another defibrillator to treat the pt.